Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. In particular it was reported that the up and down arrow buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was found to intact; no damage was observed. The complaint of the up arrow and down arrow keypad button¿s under response was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and there was no damage or contamination found on the button contacts. Unrelated to the complaint, investigation revealed a crack in the battery compartment.